Event description:
It was reported that the patient received an inappropriate shock due to fast atrial fibrillation and t-wave oversensing (twos). The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use and the patient's medication adjusted. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was inappropriately shocked for atrial fibrillation (af) during a cryoablation. No action was reportedly taken and the device remains in use.